Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breathing problem. There was no serious patient harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: product UDI, device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box e: reporting address city, reporting address state has updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg?, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breathing problem there was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.